Event description:
A site representative, neuro coordinator, reported a stripped screw on their long spine clamp. The screw was not able to be tightened with the screwdriver, however, could be tightened using other or instruments. This occurred during a spine fusion procedure. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable as the site declined to provide demographics. RMA issued. Replacement device shipped to site (B)(4) 2012. Medtronic investigation of returned suspect screw finds the head is rounded and there are tool marks on the head. Also the upper jaw of the clamp is bent to one side. Clamp was able to be adjusted with the hex head driver, without issue. Checked the screw and there were no damaged threads found. Physical damage to the screw directly caused the event.